Event description:
Sometime in 2002, the pt experienced headaches and became lethargic, visited a doctor who diagnosed them with the flu. 2 days lataer, the pt experienced vomiting and sores on legs and pelvis and was admitted to hosp. The pt reportedly was diagnosed with toxic shock syndrome. The pt alleged that they were using kotex security tampons.